Event description:
It was reported that during the extraction procedure, the helix on the right ventricular (rv) lead could not be fully retracted. Upon removal of the rv lead, some of the intima of the vein had been removed with the lead. It was also reported that the left ventricular (lv) lead had an insulation break and was coming apart with manipulation. The lv lead was explanted and replaced. During the lv lead replacement, two leads were attempted; however, there were high thresholds and diaphragmatic stimulation. The physician was concerned about the stability of the leads. The leads were not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. No anomalies were found. However, the outer insulation of the lead was extrinsically breached due to a cut and due to melting. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 694965 implantable tachy lead (B)(6) 2005; 5076-52 implantable pacing lead (B)(6) 2005. (B)(4).